Event description:
Pt underwent total hip replacement. During the closing procedure, the tip of the epidural catheter broke and was retained in the pt. Pt went for an x-ray to locate the retained tip. Pt returned to the operating room for removal of the retained tip.